Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their pacemaker needed a line or two of code. The patient also noted their electrophysiologist and the field representative were unable to ¿sort it out.¿ it was noted by the patient they were looking to enable rate response with an upper cap (due to non-sustained ventricular tachycardia) while being able to maintain a minimum pace due to second degree heart block. Additional information is unable to be obtained. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.